Event description:
It was reported that prior to use, the emg tube was leaking the air, so it was replaced with a new tube and the operation was carried out normally. There was a procedure delay. A 5ml of air was used to inflate the cuff. The procedure was extended to 15 minutes. There was no injury to the patient.

Manufacturer narrative:
H3: product analysis :the device was returned in a non-original sealable pouch with the packaging pouch. A syringe was used to inject 15cc of air into the cuff balloon and the cuff failed to inflate. Under magnification, a small puncture was observed in the mid-section of the cuff adjacently between the blue and blue with white stripe electrodes. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.